Event description:
Per the clinic, the device was explanted due to extrusion of the ground ball electrode through the posterior canal wall and into the external auditory canal, which resulted in aural polyp, cholesteatoma, and granulations. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).